Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed psi testing a number of times in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, failed psi testing # times was not reproduced. A review of the history log revealed multiple occurrences of " downstream occlusion!" Alarms were recorded in the ehl, however, downstream occlusion detection testing failures cannot be determined through the history log. The device was tested for downstream occlusion detection and it passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor calibration is out of specifications and makes the pump more susceptible to false/constant downstream occlusion alarm. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.